Event description:
It was reported that during a follow up upon interrogation, high pacing lead impedance episodes due to lead noise were observed. Lead fracture was noted. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
External insulation abrasion was noted at 11.0-11.9cm and 12.1-12.7cm from the distal tip electrode, consistent with lead friction to another device or heart feature. Externalized conductors due to external insulation abrasion were noted at 10.5-13.2cm from the distal tip electrode, consistent with lead friction to another device or heart feature. Internal insulation abrasion was noted at 8.6-9.8cm from the distal tip electrode. The etfe coating was intact at these locations. A fracture of the coil was noted at 2.2cm from the connector pin, consistent with fatigue. This fracture is consistent with the observation from the field of high pacing lead impedance and noise.